Event description:
Doctor placed a covidien shiley pediatric tracheostomy tube with taper guard cuff, size 4.5pcf during a tracheotomy. Before the end of the case doctor noticed the cuff had failed and would not hold air. He replaced it with another of the same brand and size (4.5pcf). The next day patient had to return to the operating room (or) to replace the trach as it also failed, due to failure of its cuff. A 4.0pcf was used, as the hospital was out of stock of size 4.5pcf. Two of the same brand of tracheostomy tubes failed. Only one of the tubes was saved for inspection.